Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard solution administration set leaked from the ¿injection port joint¿. Once infusion was finished, fluid started flowing back in the tube. Actrapid 10 units in 10% glucose 500 ml was being administered using a baxter infusion pump. The set was disconnected at the IV cannula and flushed with normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.